Event description:
During an endovascular angiogram procedure, the sheath, csi atherectomy device, was up and over. When the device came up and over the sci atherectomy device punctured the sheath. It was noted these devices were going up into the aorta instead of down into the contralateral iliac. When removing the sheath fro exchange, the sheath started separating and a portion of the tip end broke off resulting in the need for an emergent cut down to retrieve the piece. It was confirmed that there was no harm to the pt.

Manufacturer narrative:
Event date: unk as not provided by reporter. Catalog #: kfcfq-6.0-35-55-rb-hfanl0-hc. Removal of device portion. Device breakage is discussed in the IFU. Event evaluation: still under investigation.